Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating and sensor glucose vs. Blood glucose. The customer reported blood glucose value of 40 mg/dl while the sensor glucose value is at 418 mg/dl. The customer reported hypoglycemia which was treated with manual injection. During troubleshooting, it was discovered that the sensor had been in use for 4 days or more. The customer was advised that the sensor may no longer be responding to glucose changes. The customer reported no adverse event. The event involved product(s) mmt-7040ma. Mmt-7040ma was returned for analysis.